Manufacturer narrative:
On august 07, 2023, mentor received additional information stating that during the patient¿s 5th-year follow-up visit performed on (B)(6) 2023, the patient reported having additional or revision surgery to remove additional breast tissue around the implant to make their chest a little smaller. Code e2308 (deformity/disfigurement) has been added to section h6-health effect - clinical code to reflect this additional information. Reason for device explant and/or reoperation: scarring and anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: scarring. Date of birth: (B)(6) 1979. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(6) clinical trial (subject ID: (B)(6)). It was reported that a female patient underwent a breast augmentation with a 350cc mentor memorygel xtra breast implant and experienced scarring (non-hypertrophic), which required scar revision on (B)(6) 2021, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.